Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. The user's blood glucose (bg) level was 276 mg/dl and the user addressed the bg level with a bolus. Reportedly, the user changed the cartridge and air bubbles were no longer observed.